Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in liverpool, (B)(6). The cpu board and the stirrer motor were replaced in order to fix the issue and the device returned to service. The most likely root cause of the reported issue is associated to environmental conditions in which pumps operate. Water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase may led to bearing damage not allowing the pump the rotate freely. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during deep disinfection a heater-cooler system 3t, showed an error code associated to the stirring mechanism. There was no patient involvement.